Event description:
Additional information was received from the consumer on (B)(6) 2017. It was reported that in all probability, the pump was alarming because it was empty. No steps were taken to resolve the pump alarm as the patient was unable to find a replacement surgeon. The patient reportedly wrote to the implanting physician twice in the last month with no response. It was noted that the patient might have to force the issue somehow.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (750 mcg/ml at 152.96 mcg/day) and dilaudid (22.5 mg/ml at 4.589 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that the patient had been sick for months. She was sick prior to (B)(6) 2016 and the symptoms had come on gradually. In (B)(6) 2016 the patient went to have a pump refill and the doctor said that there was more medication in the pump than there should have been; there was more than what was expected. She went to a doctor who did an x-ray and she was told that the catheter was broke on (B)(6) 2017. They would not see her as they did not implant the pump. The doctor that had been managing the patient had discharged the patient, so the patient currently did not have a pump managing physician. At the time of this report, the patient was still sick and ¿basically just lays there and sweats profusely with minimum or no exertion¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had not yet found a managing physician. The patient had a consult visit with a physician but the physician said he could not help the patient since he did not place the pump. The physician took x-rays. The patient stated the circumstances that led to their broken catheter was the pump itself sticks straight out and flips over and back at will. The patient stated that they leave it alone and lets the pump go back on its own. When it flips over the ¿wire¿ wraps around the ¿stem¿ and repeatedly breaking the catheter. Per the patient this happened once before and the physician basically accused the patient of flipping it over and over themselves. The patient stated that it was painful when if flips over. It was placed by the physician both times it started to flip over, and many times when the patient tried to do a bolus the pump was upside down. There were no steps taken to resolve the broken catheter. The broken catheter was not resolved. The patient indicated that the pump was due to be filled in march. The patient was scared of what might happen, especially withdrawal which the patient was sure she was already having to a large extent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the surgeon said didn't want to take care of the pump anymore. The patient has been to 3 other places and no one will help the patient and say to go back to surgeon. The patient stated they wrote a letter to the surgeon and the patient did not get a response. The patient stated their pump was due for a refill 30 or 31 of (B)(6) 2017. It was alarming every hour probably a week or 2 ago and probably (B)(6) 2017 night it was alarming every 10 minutes. The patient¿s pump was alarming every 10 minutes. The patient wanted to know what the 10 minute alarm meant. No further patient complications have been reported as a result of this event.